Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps . The complaint of not powering on and just alarms was revealed in the event log and duplicated during testing. This was found to be isolated to pump motor off post caused by depleted battery. This may be caused by no charging and plunging in device. Battery was replaced and device passed all functional testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps will not power on and just alarms. No patient adverse events reported.